Event description:
Patient's tube had fallen out while a patient at an outside facility. Tube was placed at (B)(6) about twenty days earlier. G-tube replaced as tube had fallen out which was placed about five weeks earlier.